Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the glide through sheath buckled while inserting.

Manufacturer narrative:
(B)(4). The customer returned one dilator/sheath assembly for evaluation. The device contained signs of use in the form of biological material. Visual examination of the dilator did not reveal any obvious defects or anomalies. Microscopic examination of the returned sheath revealed the distal tip was split and folded backwards. This damage is consistent with the sheath tip being exposed to excessive force. The length of the returned sheath measured to be 2.75" which is within specifications of 2.625-2.875" per product drawing. The returned dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to enlarge the cutaneous puncture site with cutting edge of scalpel prior to inserting dilator/sheath assembly. The customer report of sheath damage was confirmed by complaint investigation. The returned sheath tip was folded back and split, indicating excessive force was used to insert the sheath. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the glide through sheath buckled while inserting.